Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked glass at lcd screen and scratched case. Unit received with blank display due to cracked lcd screen glass. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump screen was cracked and went through a converer belt at work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.